Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported failure to advance could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, resulting in the reported failure to advance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: phone number updated e1: phone number null updated

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a perforation in the heavily calcified and tortuous left circumflex artery. A 2.80x26mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.